Event description:
The account alleged that a caster will continue to swivel when in the brake position.

Manufacturer narrative:
The account replaced the head end brake casters to repair the stretcher.